Manufacturer narrative:
(B)(4). Date sent: 01/24/2017. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic hepatectomy procedure, this reload doesn't have staples in the housing. When the surgeon fired the device he met the cut line but doesn't have staples from this reload. "The surgeon used a linear cutter 60 mm and used 4 reloads: 1 blue reload, 2 green reloads and 1 gold reload but when he used the 2nd green reload he met only the cut line and don¿t met staple line and he must use suture and monopolar to stop the bleeding. The scrub nurse has double checked by looking at the housing of the reload and she met the housing of stapler is empty and don¿t met the yellow line like the 1st reload she had." It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.